Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, episodes of myopotential oversensing were observed on the device, leading to inhibition of pacing for the pacing dependent patient. Technical support was contacted and recommended reprogramming. The patient was stable and there were no adverse consequences.